Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular component on an unk side (exact date is unk). Currently, the pt is being monitored due to pain.

Manufacturer narrative:
The MFR did not receive the device, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the devices history records could not be reviewed. The cause for this specific event cannot be ascertained from the info provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be/is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional info become available and/or the device(s) be returned for eval and an investigation result is available, an amended med device report will be submitted. (B)(4).